Manufacturer narrative:
No button error alarm. The insulin pump received with intermittent button response due to moisture damage keypad trace. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No moisture damage on electronic assembly.

Event description:
It was reported that the insulin pump was exposed to rain. The insulin pump alarmed button error. Customer stated that insulin squirts out during the priming process. The blood glucose reading is 14 mmol/l. Customer has treated blood glucose with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.